Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified. Additional information received: it was solved with a clip, without complications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve performed on (B)(6) 2021, a staple corresponding to blue load did not form well. It was solved with a paper clip, without complications. No recording or photo available. There were no patient consequences.